Event description:
It was reported that, three days after implant, this right ventricular (rv) lead had become dislodged, resulting in the oversensing of atrial signals on the rv channel. As a consequence, the patient received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. Technical services (ts) recommended further evaluation of the lead. No adverse patient effects were reported. This rv lead remains in service.